Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin irritation at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to place a magnet on the internal fixture. It was reported that the skin irritation has since resolved.